Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2303587 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2026. On evaluation of the device, the following was observed: visual inspection: safety wire in place on return. Red marker past of point of no return. Flexor broken at clear section. Directional button in deploy position. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. It is known from the additional information that the device was not inspected for damage prior to use. However, had the flexor break being present prior to use, this damage would have been evident during preparation of the device or upon insertion into the scope. Therefore, the use error is deemed as not contributing to the complaint issue. As per the management of complaints procedure, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Clinical image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the patients anatomy/potential tight stricture. It is known that the user did not encounter any resistance when advancing to the target area. It is also known that the stricture was not dilated before stent placement and it is unknown whether a pre-dilation assessment was conducted, as this information was not specified. While pre-dilation is not mandatory if deemed unnecessary as per the instructions for use, it is possible that during deployment, a potentially tight stricture may have resulted in a build-up of pressure, causing stent deployment difficulties. Additional stress on the delivery system during the attempted deployment, could have increased the pressure within the device which led to the flexor to break and subsequently, the inability to deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the evo-fc-10-11-6-b device of lot number c2303587 did not detach. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. They removed all the system and took a boston stent that they deployed without any problem. A possible root cause could be attributed to a patients anatomy/potential tight stricture.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17-feb-2026.. Was the product inspected for damage before use? - no. Are images of the device or procedure available? - no. What was the target location? - bilairy duct details of the wire guide used (diameter, type, make)? - 0,35 acrobat 2 was the zip port facing upwards and slightly curved when backloading the wire guide? - no what endoscope type and channel size was used? - 4,2mm olympus did the patient exhibit difficult anatomy (n/a, tortuous, altered)? - no what was the length and diameter of the stricture? - na. Was the stricture dilated before stent placement? - no. Was the safety wire removed? If yes, at what point was it removed. - as indicated on the handle was resistance encountered when advancing the wire guide to the target location? - no was resistance encountered when advancing the delivery system to the target location? - no what was the position of the elevator during advancement? - not used what was the position of the elevator during attempted deployment? - deployed was the directional button pressed during use? - yes all the time was the yellow marker kept in view during attempted deployment? - yes was a stent previously placed at the same or adjacent location? - no. Did any part of the stent contact the patient's anatomy when the complaint occurred? - no. Were any other defects (other than the complaint issue) observed on the device ? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis did not detach. Prosthesis replacement